Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A technical support specialist (tss) attempted several follow-ups but received no response from the user. Contacted pharmacy; user was not available. Spoke with customer and explained the situation. Customer confirmed with information technology (it) that the issue has been fixed. Proceeding to close the case. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was black and did not come up although the fridge was working fine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.